Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-ventricular (rv) lead exhibited high capture threshold, intermittent capture and low pacing impedance. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.